Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels and unresponsive keypad. The mother states the buttons stick and are unresponsive. The customer's blood glucose level was 570mg/dl. The mother states the customer was at school, and she was on route to conduct set change and treat the highs with manual injection. The mother would call back at a later time to troubleshoot the device.